Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Unit received with broken belt clip slot. Pump received with cracked case. Unit received with broken off end cap. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump case is broken at the reservoir compartment and at the connections. Customer's blood glucose was unknown at the time of incident. No further information was provided.